Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed and that the lead will continue to be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead impedance warning on the right atrial (ra) lead for undefined impedance. The lead remains in use. No patient complications have been reported as a result of this event.